Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was 440 mg/dl. Customer reported that they treated with insulin pump and reservoir did not lock. Customer declined to troubleshoot for high blood glucose. Customer was advised to speak with their health care professional. The insulin pump will not be returned for analysis.